Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08735 inches. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that his blood glucose was 440 mg/dl at lunch. The patient treated via manual insulin injection and insulin pump bolus. The infusion set cannula was not bent or kinked. Troubleshooting was declined for possible insulin pump issues. The insulin pump was returned for analysis.